Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-21239, 1627487-2013-21240. The patient received four off-label scs leads, two of which belong to the same lot number. It was reported the patient consulted with the physician regarding a revision procedure due to soreness at the scs lead site after being hit on the head. The physician wants to wait for some time before determining the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.